Event description:
It was reported that there was a leak at the time of the oxynorm injection into the cassette. The syringe with 240mg of oxynorm was thrown away and redone. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: received one (1) used cassette. As received no damage or anomalies were observed. In attempts to replicate clinical use the cassette was attempted to be filled with 250 ml of red dye using a syringe provided by ICU medical. A leak at the tube bag junction was observed. Upon further inspection the tube was observed to be torn. The deformation was observed to have rough, uneven edges. The complaint of leakage can be confirmed due to the tear observed. The probable cause of the damage on the tube is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.